Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Block e1: initial reporter contact telephone number. Initial reporter email address.

Event description:
It was reported that a patient had a urinary tract infection (uti) at their 3-month follow-up visit. The patient was aware of their symptoms on (B)(6) 2025. The specimen was confirmed by the lab on (B)(6) 2025, and the patient was prescribed antibiotics. Per the office, this event is not related to the device or the procedure and has been resolved. It was reported that a patient is experiencing discomfort and sciatic pain at their 6-month follow-up visit. The patient's fecal incontinence was also reported to be higher than it has been in the past couple of months. The physician thought the reason could be due to incorrect nerve stimulation or possibly lead migration. An x-ray was ordered, and it confirmed that the implant battery and lead are in the correct position. Changes were made to the patient's programming at the time of the follow-up visit, and it resolved the patient's discomfort. The patient has not made any new reports or complaints of their fecal incontinence symptoms. Per the facility site, the event is not related to the procedure but is related to the device. The issue was resolved on 03nov2025. There were no other issues or concerns reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient had a urinary tract infection (uti) at their 3-month follow-up visit. The patient was aware of their symptoms on 14jul2025. The specimen was confirmed by the lab on (B)(6) 2025, and the patient was prescribed antibiotics. Per the office, this event is not related to the device or the procedure and has been resolved.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient had a urinary tract infection (uti) at their 3-month follow-up visit. The patient was aware of their symptoms on (B)(6) 2025. The specimen was confirmed by the lab on (B)(6) 2025, and the patient was prescribed antibiotics. Per the office, this event is not related to the device or the procedure and has been resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient had a urinary tract infection (uti) at their 3-month follow-up visit. The patient was aware of their symptoms on (B)(6) 2025. The specimen was confirmed by the lab on (B)(6) 2025, and the patient was prescribed antibiotics. Per the office, this event is not related to the device or the procedure and has been resolved. It was reported that a patient is experiencing discomfort and sciatic pain at their 6-month follow-up visit. The patient's fecal incontinence was also reported to be higher than it has been in the past couple of months. The physician thought the reason could be due to incorrect nerve stimulation or possibly lead migration. An x-ray was ordered, and it confirmed that the implant battery and lead are in the correct position. Changes were made to the patient's programming at the time of the follow-up visit, and it resolved the patient's discomfort. The patient has not made any new reports or complaints of their fecal incontinence symptoms. Per the facility site, the event is not related to the procedure but is related to the device. The issue was resolved on (B)(6) 2025 there were no other issues or concerns reported.